Manufacturer narrative:
(B)(4).

Event description:
Procedure: bowel resection. According to the reporter: the device was used for laparoscopic procedure and partial resection of small intestine. The 1st cartridge was loaded onto the stapler and set on the tissue. A green button was then pressed, and the handle was squeezed without any resistance and firing could not be done. A new cartridge was opened, but the result was the same. Procedure was completed using a competitor's device. Operative time was extended more than 30 minutes. It was confirmed that one of defective cartridges was pre-fired.